Event description:
The dealer states that they bent the hand crank, bound up the entire bed. The dealer states that the pendant replaced a few weeks ago, can not move at all. The dealer also states that the bed rails are failing as well. No further information about the bed rail failure is available right now. The dealer can only say that the cross bar does not seem to be holding. No further information is available. (B)(4) in tech advised to replace the entire bed, checked with dealer they agree replacing the entire bed would be the best option.